Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Device return was requested however it was not returned for investigation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported unresponsive touchscreen and subsequent procedure cancellation could not be determined.

Event description:
During a radiofrequency ablation procedure a cancellation occurred due to a non-responsive touchscreen. It was not possible to resolve the issue. The procedure was cancelled with no adverse patient consequences.

Manufacturer narrative:
One 3 lesion nt1100¿ pain management rf generator was received. An external monitor was connected to the generator and the menu application displayed. The field reported event was confirmed as the touchscreen was not responsive. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information provided to abbott and the investigation performed, the root cause of the reported procedure cancellation was isolated to the display on the upper assembly.